Manufacturer narrative:
A visual inspection was performed on the returned device. The reported retraction problem was not confirmed as it was related to use error. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly the filtration element was removed with the delivery catheter, not the retrieval catheter. It should be noted that the emboshield nav 6 instructions for use, device retrieval warning section states: ¿do not attempt to use the delivery catheter to retrieve the filtration element." Based on the reported information, and evaluation of the returned unit, it is likely that the reported retraction problem was due to user error. The filter was returned in the delivery catheter and additional information provided from the account confirmed that the filter was attempted to be retrieved with the delivery catheter and not the retrieval catheter. As a result, the filter was removed with the guiding catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 describe event or problem: updated.

Event description:
Subsequent to the initially filed reports, additional information was obtained. It was reported the filtration element was removed with the delivery catheter, not the retrieval catheter. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the distal anterior femoris superficialis (afs). The nav6 embolic protection system (eps) was advanced and placed. It was not possible to retrieve the filtration element with the retrieval catheter after it was deployed as the nitinol frame of the filter would not fold correctly. The filter was removed with the guiding catheter after the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.